Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent; during this initial procedure, an intraoperative endoleak (at indeterminate origin) was observed and was unsuccessfully treated with a palmaz (non-endologix) stent which was implanted in the proximal neck. At the conclusion of the procedure, a slight leak was still observed but the physician elected to follow-up with the patient at one-month CT for the status of the endoleak. The one-month CT reveals no endoleak, however, it shows that the proximal portion of the iliac limbs (ipsi side) are compressed and there appears to be no flow (occlusion). The physician plans to reline with an ovation device and will continue to monitor the patient. The patient has bounding pulses and both limbs are patent. There have been no additional patient sequelae reported.

Event description:
In addition, clinical assessment confirmed that an intraoperative and persistent type I (other) endoleak was present at the initial case, and the iliac limbs were deployed ipsilaterally (off-label). Clinical assessment also determined that the physician elected to treat the patient on (B)(6) 2018, and the occlusion and endoleak were confirmed resolved at the conclusion of the procedure. Sales representative was present at the secondary procedure, confirming that no devices were implanted as the patient's left side was occluded and could not be accessed. The physician, therefore, performed a fem-fem bypass and the procedure was successfully completed.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: intraoperative proximal leak type I (not meeting the criteria of type ia) , persistent type I endoleak at the conclusion of the index procedure, both iliac limbs are in ipsi-side (siamese limbs) and the contra-side is compressed and occluded. The complaint is most likely user-related due to the insertion technique and the process against the IFU. The identified procedure-related harms include the re-intervention endovascular procedure. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6. Conclusion code - remove 11.